Event description:
The daughter of a female pt contacted lifecor customer support to report that neither battery pack will start the monitor. She stated that the belt vibrates but nothing else happens. Both battery packs show green when placed on the battery charger. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor would not power up but would run the tactile motor on the electrode belt. The monitor was reprogrammed and after it was fully functional. The monitor has been returned to lifecor 19 times with no pertinent complaints. The monitor was retested and restocked. The root cause of the memory corruption is unknown but is likely random component failure. No adverse event resulted from the memory corruption. The pt received a replacement monitor.